Event description:
Technician alleged the brake was not holding properly. No pt impact.

Manufacturer narrative:
The technician found the brake caster is out of adjustment. The technician adjusted the brake casters to resolve the issue.